Event description:
It was reported that the system is displaying a communications error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the system operating as intended.